Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reports that a concomitant device driver did not torque down and four mountaineer head to head cross-connector inner screws kept stripping. The sales rep believes there may be an issue with the inner screw material. The difficulty resulted in a delay of thirty minutes to the procedure. The following manufacturer medwatch reports are being filed for the four mountaineer head to head cross-connector inner screws: mfg medwatch report no. 1526439-2014-11314; mfg medwatch report no. 1526439-2014-11315; mfg medwatch report no. 1526439-2014-11316; mfg medwatch report no. 1526439-2014-11317.